Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek s system while a comparison lab returned as 4.1 inr. No actions were taken based on device results. Patient's coumadin dose had previously been held. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.